Event description:
It was reported that the home patient experienced a breach in aseptic technique during dwell two of three of peritoneal dialysis on the homechoice machine. The breach in aseptic technique was further specified as the patient was touching their transfer set and they had not washed their hands and were not wearing a face mask. The technical service representative (tsr) advised the caller to end therapy and contact their nurse regarding the event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a breach in aseptic technique during the therapy, where the patient handled supplies without washing their hands or wearing a mask. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Section ¿prepare for therapy¿ warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.